Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review pump error 63 alarm confirmed in (adapt) and history download more than 3 consecutive times. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces caused electrical short. Unit also received a broken belt clip rails, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion the unit came in with a critical pump error alarm triggered by pump error 63. Pump error 63 due to moisture damage on electronic assemblies. Customer allegations for cosmetic damages were confirmed when cracked case (battery tube) was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump has cracked at the back of the battery. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would dis-continue the use of the device. Product was returned for mmt-1884l.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review, pump error 63 alarm was confirmed in (adapt) and history download on (B)(6) 2024 from 17:39:36.000 through 17:59:35 hour, with a total of five alarms. In addition, pump error 4 was also recorded on (B)(6) 2024 at 17:39:36 and at 17:40:58. File number = 32122 and number line = 2690. Per software engineering log, pump error 4 was due to twi interface on main/motor processor. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating through the case and on the electronic assemblies, motor assembly and force sensor flex connector on gold traces was noted. Unit also received with a broken belt clip rails, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion the unit came in with a critical pump error alarm triggered by pump error 63. Pump error 63 due to moisture damage on electronic assemblies. Customer allegations for cosmetic damages were confirmed when cracked case (battery tube) was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.